Event description:
Pump was sent in for service where a failure code 550 was found in the event history. The biomed at the reporting facility stated that there had been no reports of any patient injury or medical intervention related to the failure of this device. No other information was available from the biomed regarding whether or not the pump was in use on a patient when the failure occurred.